Event description:
Report of pulmonary artery catheter leakage. Report received from abbott international affiliate, which states: "the blood leakage occurred from a flawed nearby branch." Additional info received states: "a little saline leaked through a crack of the device; change of catheter done as a result of the failure. There was no harm or injury to the pt." Additional pt info has been requested, but no further info is available.